Event description:
Technician alleged that the side rail could not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail slide bracket is bent. The technician replaced the side rail slide bracket to resolve the issue.